Manufacturer narrative:
Results: the lantern was kinked approximately 56.5, 67.0, 72.0, 77.0, and 126.0 cm from the hub. The lantern was ovalized approximately 131.0 thru 134.5 cm from the hub. Conclusions: evaluation of the returned ruby coil revealed that the embolization coil sr wire was fractured. This type of damage typically occurs due to forceful retraction against resistance. Further evaluation revealed that the pusher assembly was kinked in multiple locations. These kinks were likely incidental and may have occurred during the packaging of the catheter for return to penumbra. Evaluation of the returned lantern revealed that the distal tip of the catheter shaft was ovalized. Further evaluation of the returned lantern revealed that the catheter shaft was kinked in multiple locations. The reported complaint stated the subject coil was the last coil delivered during the procedure; therefore, it is unclear when the catheter became damaged. If these damages were present during the procedure, they may have contributed to the resistance experienced while advancing the subject ruby coil. It is possible some of these damages were incidental to the reported complaint and may have occurred post-procedure. Penumbra coils and catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-02472.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery using ruby coils and a lantern delivery microcatheter (lantern). It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician successfully placed a ruby coil in the target vessel using the lantern. While attempting to advance a new ruby coil through the lantern, the physician experienced resistance and decided to retract the ruby coil for repositioning. However, upon retraction and redeployment, the ruby coil got "hung up" and subsequently, unintentionally detached with approximately half of the ruby coil in the lantern and the other half in the aneurysm sac. Therefore, the physician removed the lantern containing the detached coil. The physician then performed a scan and noticed that the aneurysm was completely filled and no additional coil was needed. The procedure was ended at that point. There was no report of an adverse effect to the patient.